Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The surgeon reported that : "during the implantation, the locking plate fractured. The surgeon used a new plate "